Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Per case details it was reported excess force was used on the suture. Based on the reported information, the investigation determined that the reported material separation appears to be related to user error. It should be noted that the electronic perclose prostyle instructions for use (eifu) states, ¿do not lock the knot or excessively tighten the suture knot while the guide wire remains in the vessel." The subsequent treatment appears to be related to circumstances of the procedure. In this case excessive force on the suture caused the material to separate. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - excessive force.

Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f sheath, and the evar was completed. Reportedly, while removing the sheath, the physician pulled excessively on the blue suture of the first pre-placed device, causing it to break. The second pre-placed suture was able to successfully achieve hemostasis. Although hemostasis was sufficient, a z-stitch was added as a precaution. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.